Event description:
Rptr alleged obtaining a discrepant blood glucose result of 309 mg/dl back to back with a result of 127 mg/dl on the advantage system when testing was performed within 10 mins. Rptr indicated that she may have had some ice cream on the fingers where the 309 mg/dl result was obtained. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.